Manufacturer narrative:
Additional narrative: this complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Pinnacle screw instruments drill bit failed to lock into flexible drill shaft.

Manufacturer narrative:
A functional check with a mating drill bit found the complaint unconfirmed; the drill bit assembled, locked, and disassembled with the holder as intended. The holder has a pull down sleeve that turns one way to assemble and the opposite way to lock. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the investigation, the need for corrective action is not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.